Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced backflow into the lower hanging secondary bag. The following information was provided by the initial reporter: IV pump showed approx 96ml remaining volume to infuse, however pamidronate secondary bag noted to have approx 15ml volume remaining in bag and appears to have back flushed into low-hanging ns primary (estimated 80ml).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022 h6: investigation summary one primary tubing (model #2420-0007 or model# 2420-0500) and one secondary tubing were returned by the customer. It was reported by the customer that the tubing had backflow into the lower hanging secondary bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with water which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed for 4 hrs at rate of 125ml with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The customer complaint can be verified. A quality notification was sent to the supplier. Further investigation performed and memo received from supplier and manufacturer. A device history record review could not be performed because a lot number was not provided by the customer. Investigation/root cause by supplier: particulate presence could not be confirmed through visual inspection of the assembled check valve. The check valve was inspected on offline backflow testers and backflow failure was confirmed. The check valve was then disassembled, and particulates were visually identified on the silicone disc. The particulate was sent to our internal lab for further analysis. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow. The analysis results indicated particulate associated with silicone and poly(butadiene acrylonitrile). Investigation/root cause by manufacturer: after investigation , the potential root cause for back flow is due to the particles in check valve is related to contamination during the proximal automated machine process generated for the same component. See h10.

Event description:
It was reported that the unspecified bd infusion set experienced backflow into the lower hanging secondary bag. The following information was provided by the initial reporter: IV pump showed approx 96ml remaining volume to infuse, however pamidronate secondary bag noted to have approx 15ml volume remaining in bag and appears to have back flushed into low-hanging ns primary (estimated 80ml).